Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother reported via phone call that the customer received a motor error alarm during a bolus. Customer's blood glucose was 198 mg/dl at the time of incident. The mother stated the drive support cap appeared to be normal. The mother also stated they were able to complete the rewind sequence and the insulin pump passed a displacement test. The mother also reported a high of 576 mg/dl the night prior. The customer was treated with a manual injection. The mother declined to troubleshoot for the customer's high. The mother declined to return the product for analysis.